Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The involved guide wire was not returned despite good faith effort was made and the field service was even on site to get in direct contact with the user. Therefore no product investigation could be performed. During investigation of a retain sample no deviations from specification potentially causing the reported issue could be detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Based on the issue description, experience and product investigations from similar cases it is considered as most likely that the guide wire was retracted against the cannula. Withdrawing a guidewire against the cannula indicates a handling error by the user not following the IFU, as the IFU indicates (page 6): do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.. (Exemption number e2008006s01).

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. The involved guidewire was requested to be returned for investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that during femoral catheterization resistance was noticed. The guide wire was retracted during the needle and looked uncoiled. The patient was examined, but no abnormality detected. Manufacturer reference #: (B)(4).